Manufacturer narrative:
March 25, 2011, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During connection of the ventricular lead at implant complete insertion was reported by the physician. The set-screw was tightened with the screwdriver, and the click sound was confirmed along with "one ventricular pacing". Then both atrial and ventricular sensing were observed afterward. The pacemaker was then implanted. During post-implant follow-up, pacing and sensing failure were identified in the ventricular chamber, and impedance was >3000 ohms. Re-programming to uni-polar setting did not resolve the issue. The pocket was opened, and the pacemaker and the ventricular lead were checked. Reportedly, the ventricular lead was not completely inserted into the port. The set-screw was loosened with one turn, and then the ventricular lead was re-connected. The physician turned the screwdriver until click sound was confirmed. The lead pull test confirmed that the lead was not connected. This was repeated with another screwdriver with the same results. Another pacemaker was subsequently implanted. The physician has watched the associated video posted on the company website, and as indicated, the recommended methods were applied.